Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shocks and was admitted to hospital. Rv iegm demonstrated continuous high-frequency noise without abrupt impedance change compared to previous follow-up records. Tachy therapy was turned off. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between november 13, 2025 and february 27, 2026 recorded the stable pacing impedance around 450 ohms and the slightly varying shock impedance between 65 ohms and 75 ohms. The analysis of the provided iegm episodes from february 26 and 27, 2026 revealed artifacts on the rv channel leading to oversensing and shock delivery. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.